Event description:
It was reported the patient experienced a shocking or jolting sensation when the device was turned on. The patient was seen at the clinic. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report. See also MFR report # 3004209178200909465.

Manufacturer narrative:
(B) (4).